Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a display issue. The reporter stated that the pump had audio tones and vibrations but that the screen was blank and denied moisture exposure to the pump. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.